Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; if explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. (B)(6). (B)(4). Device evaluation: product testing could not be performed since the product was not returned for evaluation. According to the initial report the lens is not available for investigation because it was discarded. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that one additional complaint was received from this production order for an unrelated issue that was not confirmed. Conclusion: the reported issue could not be verified, and product quality deficiency could not be determined. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation of a model pcb00 intraocular lens, the haptic was noticed missing in the eye. The lens was removed and replaced it with a new lens. As per follow-up, an incision enlargement and sutures were required. The damaged lens is noted to have been discarded. No additional information provided.